Event description:
The customer reported that the collimator would not open thereby preventing a diagnostic fluoroscopic image from being able to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator calibration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.